Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographic evaluation of x-rays provided identified possible tibial loosening. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left partial knee arthroplasty revision due to tibial component loosening, leg tightness and pain that increased with weight-bearing. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona partial knee femur cemented size 1 left medial, catalog #: 42558000101, lot #: 64767015, persona partial knee articular surface left medial size e 8mm thickness, catalog #: 42518200508, lot #: 65081823, biomet bone cement r 1x40 us, catalog #: 110035368, lot #: az48ca1512. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.